Event description:
Related manufacturer reference numbers: 2017865-2022-16949. It was reported that the patient presented in clinic for generator changeout procedure. Upon interrogation prior to procedure, it was found that the right ventricular (rv) lead exhibited noise over-sensing. During procedure, it was found that the pacemaker header set screw was loose and it was suspected to be the cause of rv lead noise. The pacemaker was explanted and replaced. No intervention was performed on the rv lead. Patient condition was stable.